Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing.

Event description:
The customer's daughter reported the customer received for a few days readings on her precision xtra blood glucose meter perceived as "random inconsistent readings" (readings are unknown) and then went into a "diabetic shock". The reported symptoms were confusion, talking oddly and stroke like symptoms. The paramedics were called and the customer was reportedly treated with glucose orally, and subsequently transported her to a health care facility where she was diagnosed with hypoglycemia and treated with an unspecified intravenous medication, "some medicine" and new diet. Adc customer service made later attempts to contact the customer to obtain further information about the event, but the customer could not be reached. There was no report of death or permanent impairment associated with this event.